Manufacturer narrative:
The device was received and evaluated. Visual inspection of the complaint device revealed signs of activation at the tip. The customer had cut the suction tube as well as the cord before it was received, therefore testing cannot be performed. Due to this reported failure of overheating the device was forwarded to the supplier for further investigation. The flow rate testing showed that the device was within the limits specified. Additional testing could not be performed as the suction tube and connector cord were cut to the handle. The failure mode of overheating during use cannot be identified. No further investigation can be determined at this time. The DHR review indicated that the 296 devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review of the depuy synthes mitek complaints system revealed no other complaints for this lot of (B)(4) devices released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during a shoulder procedure, burn marks were found on the patient's shoulder near the open wound after the operation, we suspect that the electrode body overheated during the surgery. There were no patient delays. Affiliate responded 7-25-2017 and provided photo. Based on affiliate response 7-25-2017 email: did the patient require treatment, if so what - not sure. The issue was found after the shoulder procedure. What was the degree of the burn 1st-2nd degree see attached photo. Was the procedure able to be completed- issue was found after procedure was completed. Any patient impact- not sure other than burn.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during a shoulder procedure, burn marks were found on the patient's shoulder near the open wound after the operation, we suspect that the electrode body overheated during the surgery. There were no patient delays.

Manufacturer narrative:
(B)(4).

Event description:
The affiliate reported via email during a shoulder procedure, burn marks were found on the patient's shoulder near the open wound after the operation, we suspect that the electrode body overheated during the surgery. There were no patient delays. Affiliate responded 7-25-17 and provided photo. Based on affiliate response 7-25-17 email. Did the patient require treatment, if so what - not sure. The issue was found after the shoulder procedure. What was the degree of the burn 1st-2nd degree. Was the procedure able to be completed- issue was found after procedure was completed. Any patient impact- not sure other than burn. Additional information from affiliate 12-5-17. The suction line hooked up to wall suction via a theatre suction unit. The electrode was used throughout the procedure.